Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on the information reviewed and due to the limited information available from the article, the cause of the reported heart failure was unable to be determined. The reported patient effect of heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient deaths reported in the article is captured under a separate medwatch report number. Article titled, "predictors of prognosis in patients with secondary mitral regurgitation undergoing mitral valve transcatheter edge-to-edge repair."

Event description:
This is filed to report heart failure and hospitalization. This research article was a retrospective single-center study designed to evaluate the prognostic role of the ratio between the effective regurgitant orifice area (eroa) and left ventricular (lv) end-diastolic volume (edv) on the efficacy of transcatheter edge-to-edge repair (teer). Complications identified in the study included: death, heart failure and hospitalization. In conclusion, the data suggest that the proposed cut-off for eroa/lvedv ratio may not apply to all real-world contexts. Rather, the best candidates for teer seem to be less clinically compromised patients, with a good rv function as assessed by 3dtte, and a mv anatomy conducive to an optimal technical result. No additional information was provided. Details are listed in the attached article titled, "predictors of prognosis in patients with secondary mitral regurgitation undergoing mitral valve transcatheter edge-to-edge repair."